Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump time was inaccurate. Reportedly, the customer did not save the time change when daylight savings occurred. Tandem technical support guided the customer through adjusting the pump time. There was no impact to customer's blood glucose level.